Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the white blood cell (wbc) bath area of the coulter lh 750 hematology analyzer. Customer reported that the leak was contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced cut tubing at pinch vale (pv12) and resolved the issue.

Manufacturer narrative:
(B)(4).